Manufacturer narrative:
Additional information: d9, h3 clinical investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine was tripping the circuit breaker and found the power supply fan cable had melted. Upon follow-up, the bmt confirmed the power supply fan cable melted. The bmt stated that there was no burning smell, melting, smoke, spark, or flame noted. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt stated the machine remained out of service pending receipt and replacement of the cable. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. The machine had 34,000 hours. It was reported the replaced cable component was returned for investigation.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine was tripping the circuit breaker and found the power supply fan cable had melted. Upon follow-up, the bmt confirmed the power supply fan cable melted. The bmt stated that there was no burning smell, melting, smoke, spark, or flame noted. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt stated the machine remained out of service pending receipt and replacement of the cable. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. The machine had 34,000 hours. It was reported the replaced cable component was returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.